Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could replicate the customer reported issue. An error occurred because the voltage of the high frequency power supply inside the integrated electrosurgical unit (iesu) was low. The iesu was replaced by the fse. The system was tested and verified as ready for use. Isi received a da vinci product to perform failure analysis. The iesu was analyzed and tested in normal mode with an in-house system. Failure analysis investigations confirmed and reproduced the reported failure. Additionally, the iesu had scratches and nicks on the right top corner of the bezel.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, error c-34 occurred, and the coagulation function of the monopolar curved scissors (mcs) instrument was not functioning. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised restarting the integrated electrosurgical unit (iesu), but the same issue occurred. The tse then advised changing to an external force triad generator to continue with the surgery. There were no reports of patient injury. Isi followed up with the customer and received the following additional information: the reported error occurred when the iesu was initially powered on.